Event description:
It was reported that during a thyroidectomy procedure the surgeon attempted to seal the tissue without any excessive additional pressure and the jaw of the device was broken. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.